Event description:
The user facility reported a patient with an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and approximately 16 hours after start of support, it was reported the pump's position was completely in the aorta and repositioning was impossible. Patient critical was taken back to the catheterization lab, and the pump was explanted and replaced with new impella cp device. The patient was returned to the intensive care unit on impella mcs. However, within a couple of hours on the second impella cp device, it was noted to be dislocated; this pump slipped into the aorta as well. According to the physician, the tuohy borst valve was fixed. Consultation was made with the chief physician and the decision was made to explant and place another new (now third implant) impella cp device as it was noted the patient was in ¿very¿ critical condition. The third replacement pump was successfully placed. However, the following day within some hours the patient expired.

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two medical device reports related to the patient implant experience. Refer to initial medical device report for impella cp serial number (B)(6) with date of event 05-jan-2025 and identifier ending in (B)(6).

Manufacturer narrative:
The investigation of positioning issues has been completed. The pump was not returned. The impella cp had to be replaced due to positioning issues. A second pump was placed, also having positioning challenges. The patient conditions or any anatomical abnormalities are unknown. The cause of the positioning issue was unable to be determined due to lack of clinical details. A.3 revised as selection was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25744. D.3 revised as us zip code was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25744. D.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25744. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25744 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
After further review the complainant reported the patient was on impella cp support and during support, the pump was completely in the aorta. Repositioning was not possible and a new pump was implanted. The patient had a replacement pump and expired on support of the replacement pump. The patient's death has been documented in manufacturer device report 1220648-2025-25747 b1 revised from manufacturer device report number 1220648-2025-25744 to reflect mso review from death to product problem. B2 revised from manufacturer device report number 1220648-2025-25744 to reflect mso review from death to product problem was left blank. H1 type of reportable event revised from manufacturer device report number 1220648-2025-25744 to reflect mso review from death to malfunction. H6 health effect - impact code 1802 omitted from manufacturer device report number 1220648-2025-25744 to reflect mso review from death to product problem.